Event description:
This customer questioned a shock advisory decision during a patient event. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). This customer questioned a shock advisory decision during a patient event. There was no report of negative patient impact. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.